Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At 3 years and 1 month post primary the surgeon performed a washout and revised the poly and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 21 april 2022: lot 173997: (B)(4) items manufactured and released on 19-sept-2017. Expiration date: 2022-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event since 2018.